Manufacturer narrative:
Upon review of the electrocardiogram strips by technical services artifacts were seen on the pace/sense channel likely due to a compromised portion of this right ventricular lead. The artifacts were observed for about five seconds before antitachycardia therapy was inappropriately delivered, after which, the pace/sense channel was free of artifacts. Technical services discussed that a compromised lead or a connection issue may be likely. At this time the device was reprogrammed and technical services recommendation will be discussed with the physician. At this time the system remains implanted.

Manufacturer narrative:
Additional information received noted that a revision took place and it was noted that the proximal setscrew was not fully inserted into the device header past the setscrew. The pace/sense setscrew was reconnected and retightened. Upon post operative checks noise was noted on the pace/sense channel, and another revision was scheduled. The physician elected to use another right ventricular pace/sense lead, however the vein was occluded and it was not possible in insert a new lead into the heart. The physician then decided to implant an epicardial pace/sense lead. Post operative checks showed normal measurements and no noise on the pace/sense channel. No adverse patient effects were reported.

Event description:
Boston scientific received information that one month post implant of the device a follow up took place and out of range shocking impedances were noted in the triad configuration, while all other measurements were within normal range. The patient had a dual coil lead and the field representative tested the other shocking vectors to determine the root cause of the out of range measurements. The proximal coil was removed from the circuit and set to rv distal coin to can configuration which showed normal shocking impedances. When the proximal coil was included in the circuit the measurements were always out of range. Upon further review of the device memory it was noted that inappropriate therapy was delivered due to noise on the pace/sense portion of the lead. It was noted that the noise did not appear to be high frequency such as myopotentials. The field representative discussed the issue with technical services and agreed that this was likely and underlying right ventricular lead issue and a possible revision of the lead or a check of the device setscrews should be done to determine the root cause. No adverse patient effects were reported.